Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had multiple low blood glucose in the past few months. It was stated that the customer was screaming in the yard and his wife gave him glucagon. The blood glucose was between 40 mg/dl and 50 mg/dl, and the paramedics were called. The customer was treated with an insulin drip and oxygen. Then the customer was taken to the emergency room. The customer's blood glucose reading at the time of his admission was 90 mg/dl. It was stated that the customer also had low blood glucose while hiking in the mountains and wife got him out of the mountains and treated him with food. Troubleshooting was performed. The time and basals were correct. It was stated that the customer sometimes forgets to eat, which caused his frequent low blood glucose. No further info was provided.